Manufacturer narrative:
Findings: unit received with broken off end cap, minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated pump fell bottom and o cracked/broke off. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.